Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 12:00pm after receiving a high reading from her prodigy diabetes glucose meter. The end user's blood glucose reading at the time of the event was 200 mg/dl which concerned her children and they recommended that she seek medical attention. There were no significant symptoms related to this event and it was also determined that the end user's test strips had been open over 90 days. Upon arrival to the emergency room the end user's blood glucose was 117 mg/dl. No treatment was administered due to the fact that her blood glucose was in a normal range. After 20 minutes she was discharged from the emergency room and no further intervention was needed.